Event description:
It was reported that during an unk procedure, an error code 3: hand piece. Another like device was used. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and activated intermittently. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the mfg process.